Event description:
During an atrial tachycardia procedure, a software issue occurred causing a procedure delay. An error message was noted on the system stating the sensor was not recognized when the catheter was connected. The catheter was replaced after some other troubleshooting steps without resolution. The software was updated to resolve the issue with no consequences to the patient.

Manufacturer narrative:
The reported event stated that "an error message was noted on the system stating the sensor was not recognized when the catheter was connected" occurred. Review of the event showed the root cause was due to the tactiflex license not being properly installed. The license is required to recognize the tactiflex catheter, the license was not installed until after the event occurred.